Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a roux-en-y procedure, the surgeon was passing the needle from one jaw to the other. The needle prematurely disengaged from the jaw of the instrument. The needle fell into the patients abdomen but was retrieved with a laparoscopic hand instrument. The account opened another device to finish the procedure. There was no patient injury or tissue loss. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.